Manufacturer narrative:
(B)(6)2022 : abaxis griesheim, technical support received a call from a laboratory professional reporting low creatinine results on the renal panel compared to the comprehensive metabolic panel (cmp) on the piccolo xpress analyzer. The following results were provided: renal panel 23 [?]mol/l (reference range 53-106 umol/l) comprehensive metabolic 89 umol/l (reference range 53-106 umol/l) comparison external laboratory 73 umol/l- unknown the patient was not treated based on piccolo xpress analyzer run results. This complaint did not contribute to patient impact or injury. A service archive was sent in for review and a return material authorization (RMA) was requested and the instrument was returned to the abaxis griesheim repair center for investigation. The investigation included a review of the reagent lots, trending and batch records and did not indicate any non-conformities. The investigation concluded the piccolo xpress analyzer was within manufacturer specifications and the complaint could not be substantiated. The customer has received the analyzer back with no further concerns. Piccolo xpress operator's manual section 3.5.1 "interpreting results" contains the note "extensive analyzer testing has shown that in very rare instances, a sample may not flow smoothly into the sample chamber, and not enough sample is analyzed. This can cause several results to unexpectedly fall outside the reference ranges. If this happens, run the sample using a new disc.". This was done by the operator. To ensure the instrument itself is not the cause, the device was checked in the authorized service site for europe without any findings and returned to the customer. The incident itself (result below reference range) did not cause any patient harm and should not have the potential for serious patient harm in the future. Device was returned to the customer, no further actions or corrections initiated.

Event description:
(B)(6)2022 abaxis griesheim, technical support recieved a call from a laboratory professional reporting low creatinine results on the renal panel compared to the comprehensive metabolic panel (cmp) on the piccolo xpress analyzer.